Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 to be displayed. The device operator's manual lists the following information for prevention of this issue in chapter 3: preparation and inspection: "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." The relevant troubleshooting information is located in chapter 5- troubleshooting: "the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that no image was present when the endoscope was connected and switched on. Error code e315 (scope) was displayed on the screen. Other findings include the following: the light cover glasses adhesive was worn, the optical cover glasses adhesive was worn, the distal end adhesive was lifting, the suction connector had water leakage, the down angle was not to specification, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope presented with the e315 (scope) error message during use in an unspecified procedure. The scope was removed and the procedure was completed by using a similar device. There was no delay of the procedure and no reports of patient harm.